Event description:
It was reported an 8.5f agilis steerable introducer was used during an electrophysiology study via a transseptal puncture for evaluation of atrial fibrillation. Intra cardiac echocardiography (ice) was used to assist in the transseptal procedure. The physician experienced difficulties keeping the ice in focus at the location of the fossa ovalis, and multiple attempts were made before the actual puncture was made. Once puncture was made, the system was advanced across what was thought to be the fossa and into the left atrium; resistance was encountered as the system was advanced. The needle was removed and the sheath was aspirated and flushed. Contrast was then injected under fluoroscopy to confirm the sheath placement; the flow of the contrast was into the aortic root and down the descending aorta which indicated the aortic root had been punctured. The procedure was stopped, a thoracic surgeon was contacted and the pt underwent surgical repair. Information obtained later indicated the pt was in a coma.